Manufacturer narrative:
It was reported that the ventilator did not turn on. The ventilator was repaired by the hospital technicians. The ac/dc converter was replaced and the ventilator was returned to service after passed tests. It has been informed that the device logs are not available and that the ac/dc converter will not be returned for investigation. A failure with the ac/dc converter will not affect ongoing ventilation if connected battery modules have sufficient capacity. Alarms will be generated. As no goods were returned for investigation, the cause of the reported failure could not be determined. H3 other text : 4117.

Event description:
Manufacturer's ref.#: 358673.

Event description:
It was reported that the ventilator did not turn on. There was no patient involvement. Manufacturer's ref.#: (B)(4).